Manufacturer narrative:
Device eval by manufacturer: the ekos endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed a crack in the drug luer. The device was tested for leaking, and it was noticed that the device leaked from the drug luer, where the crack was present. The coolant luer was not cracked or leaking. The reported event of a coolant crack was not confirmed, but the device was cracked and leaking from the drug luer.

Event description:
Reportable based on device analysis completed on 01nov2024. A 106x30cm ekos endovascular device was selected for use in the superficial femoral artery and common femoral artery. Later in the procedure when the patient was already in bed after some treatment time, the coolant luer was observed to be broken and leaking. The procedure continued despite the leak. The device was not exchanged, and drug delivery was not discontinued. No patient complications were reported. However, device analysis revealed the drug luer was cracked and leaking.